Event description:
It has been reported to philips that the equipment does not boot up. No harm has been reported to philips. Philips has started an investigation on this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis. The procedure got delayed, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system log file cannot confirm the reported issue. Upon functional testing, fse found that the battery failed on the host pc. Fse replaced the battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.